Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed. Visual inspection found twisting in multiple areas of the lead body, bunched outer insulation, and torn silicone on the proximal end of the shocking lead. The observed induced lead damage was indicative of twiddler's syndrome.

Event description:
It was reported that this right ventricular (rv) lead showed high pacing impedance measurements out-of-range of over 3000 ohms. A scan was performed, and a displacement was clearly observed. Subsequently, this rv lead was explanted and replaced. No information was provided confirming this product will return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
I was reported that this right ventricular (rv) lead showed high pacing impedance measurements out-of-range of over 3000 ohms. A scan was performed, and a displacement was clearly observed. Subsequently, this rv lead was explanted and replaced. No information was provided confirming this product will return for analysis. No additional adverse patient effects were reported.